Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the battery oscillator device had an undetermined malfunction. There was a five minute delay to the planned surgical procedure. An identical spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown; however, the reporter stated that the event occurred during the month of (B)(6) 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter¿s phone number (B)(6). The reporter¿s complete address was not provided. The actual device was returned for evaluation with an unspecified malfunction. Reliability engineering evaluated the device and observed that the device had no power. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to various worn electrical components and bearings deterioration from normal wear-out. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.